Event description:
It was reported that surgery was delayed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated cutting blocks were returned and evaluated. A dimensional inspection of the returned blocks determined the blocks were manufactured within design specifications. However, a review of the design file revealed that the segmentation of the femur (bone model) was outside of acceptance criteria. This segmentation error caused the contour of the patient¿s femur bone model to be incorrect. As a result of this deviation, the cutting block was designed to an incorrect bone model. Although the block design was slightly outside of internal acceptance criteria, the noted deviation is not believed to be root cause of this event. Root cause remains unknown. All applicable engineering and segmentation personnel have been made aware of this issue and corrective actions are being implemented to help reduce/eliminate this failure mode for recurrence.